Event description:
It was reported that the transfer set was cracked along the seams of the blue port. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection identified a cracked main body. Functional tests including leak testing, clear passage test and clamp function test were performed with no issues noted. The sample was found to be damaged (cracked main body) during visual inspection. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.